Event description:
Reportedly, on (B)(6) 2021, a pacemaker was replaced due to normal battery depletion. The existing ventricular lead connector pin was inserted and tightened into the subject pacemaker, but no pacing spikes were observed. Additional observation revealed that the pin did not exceed from the connector block. The operation was repeated several times and a new screwdriver was used, but the physician could not tighten the lead correctly. The pacemaker was eventually replaced and the implantation was successful.

Event description:
Reportedly, on (B)(6) 2021, a pacemaker was replaced due to normal battery depletion. The existing ventricular lead connector pin was inserted and tightened into the subject pacemaker, but no pacing spikes were observed. Additional observation revealed that the pin did not exceed from the connector block. The operation was repeated several times and a new screwdriver was used, but the physician could not tighten the lead correctly. The pacemaker was eventually replaced and the implantation was successful. Preliminary analysis revealed that the device was manufactured and released according to all applicable procedures.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.